Event description:
After completion of non weight bearing period post surgery, the patient was walking in an every day situation and felt a pop in her foot. She came to the doctors office an x-ray and a the plate was found to be broken. The patient has opted not to have the plate removed as of now.

Manufacturer narrative:
The reported incident could not be confirmed, since the device was not returned for evaluation. Based on investigation, the root cause of the determined breakage was attributed to a patient related issue. The anchorage plate breakage was caused by overload. It was reported that ¿the patient was walking in an everyday situation and felt a pop in her foot¿. Even after 6 weeks of non-weight bearing period after implantation, ostheosynthesis was not finished and bone fusion was not confirmed before allowing the patient to walk. Moreover, the patient is obese (bmi = (B)(6)). A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
After completion of non weight bearing period post surgery, the patient was walking in an every day situation and felt a pop in her foot. She came to the doctors office an x-ray and a the plate was found to be broken. The patient has opted not to have the plate removed as of now. Rep reported new information that: "bone fusion hasn't happened."

Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.